Event description:
We received an allegation of a questionable inr result for 1 patient tested with coaguchek inrange meter serial number (B)(4) compared to an unknown laboratory method. The meter result was 4.5 inr. The laboratory result was 3.2 inr. The comparison was done within 20 minutes. The patient's therapeutic range is 2.5 - 3.5 inr and they test every three weeks.

Manufacturer narrative:
Occupation is patient/consumer. The test strips were requested for investigation, however, there are no strips left to return. The patient reported that they squeezed their finger for the blood sample collection. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Since the product was not returned for investigation, the cause of the event could not be determined.